Event description:
Health professional reported a port leak.

Manufacturer narrative:
Medwatch sent to FDA on: 05/12/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The initial leak test indicated leakage from the access port. Additional performance tests could not confirm this leakage. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."